Event description:
It was reported, the screw would not tighten in the implantable neurostimulator (ins) and grip the lead, so the surgeon was forced to replace the ins. It was noted, the patient returned to check the lead because, they had open circuits on the lead from an impedance check. It was stated that they checked the position of the lead and revealed the tined lead was not fully inserted in the original ins and the blue was not at the end. Reportedly, the surgeon unscrewed and replaced but could not tighten again. It was noted they tried three times and then a different product was used. It was stated, the issue was resolved but the cause was not determined. The patient¿s status was reported as no injury and there were no patient symptoms reported. It was later reported the patient received another ins and it was programmed and they would be reviewed again in two months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far and cross threaded. The setscrew was not able to be realigned and was not able to be tightened down on to a known good lead.